Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger assembly was evaluated and recalibrated. A damaged fuse was also replaced as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.